Event description:
It was reported that during a stenting treatment procedure stent damage occurred. During advancement of a 16mm x 2.5mm express 2 coronary stent delivery system the device would not cross the lesion. Upon withdrawal the device got caught on an unspecified guide wire and after removal stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. During advancement of a 16mm x 2.5mm express 2 coronary stent delivery system the device would not cross the lesion. Upon withdrawal the device got caught on an unspecified guide wire and after removal stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an express2 (mr) stent delivery system (sds). Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage. The stent had one strut extending back from the proximal end at 180 degrees. The undamaged portion of the returned stent meets specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. During advancement of a 16mm x 2.5mm express 2 coronary stent delivery system the device would not cross the lesion. Upon withdrawal the device got caught on an unspecified guide wire and after removal stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported.